Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to being "grossly unstable" (reported by surgeon). The patient's cr knee was revised. Rep confirmed that no further information will be released.